Event description:
It was reported that after inserting the intra-aortic balloon (iab) and connecting the optical sensor, the console generated a fiber optic sensor failure alarm. The fiber optic connector was unplugged and reconnected, but this did not resolve the issue. Therapy was continued using the arterial pressure line connected to the transducer. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extender and pressure tubing were also returned. A kink was found on the catheter tubing approximately 31.2cm from the iab tip. Additionally the optical fiber was found to be broken within the membrane approximately 2.8cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period mar-2020 to feb-2022 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).